Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had low and high blood glucose. Customer's low blood glucose was 50 mg/dl to 60 mg/dl. Customer's blood glucose at time of call was 118 mg/dl. Device passed the displacement and self test. After troubleshooting, customer was advised to change the entire set every 2 to 3 days. Customer will not be returning the device for analysis.